Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead noise on both right atrial and right ventricular leads was observed during follow-up in clinic. The patient was pacemaker dependent. Recommended programming changes will be discussed with the physician. No patient symptoms were reported.

Event description:
New information received notes that the device was reprogrammed and patient was admitted. Insulation break was noted on both atrial and ventricular leads. Leads were explanted and replaced. Device was also explanted and replaced electively. Patient was stable and discharged home. Patient came for follow-up on feb 12, 2019 and everything is working fine.